Event description:
Procedure: urological/gynecological according to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the reason for mesh implantation: complete vaginal prolapse, stress urinary incontinence (sui) .procedure (s) performed: transobturator sling, anterior repair with sis graft, posterior repair with sis graft, intravaginal sacropexy and enterocele repair. Mesh revision along with additional mesh (fascia lata) implant surgery details:reason for surgery: eroded mesh, stress urinary incontinence and failed sling . Procedure (s) performed: harvest of fascia lata, pubovaginal sling, removal of eroded mesh complications post implant: in 2008: she underwent two previous episodes of sling revision status post colpopexy in 2007 (reports unavailable) - had developed vaginal mesh erosion and stress urinary incontinence (sui) - scheduled for harvest of fascia lata, pubovaginal sling, removal of eroded mesh.